Event description:
Failure code 810:11. The failure was reported to have occurred during biomed testing. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. No additional information available.